Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that there was bleeding after activation although an end tone, indicating a completed seal cycle, was heard. The bleeding was controlled with sutures. There was no injury to the patient.